Event description:
Additional information was received from a patient (pt) that they send repair request for a new controller and battery. Pt called back stating this was a new controller and when they went to recharge their implant (ins) this morning the controller was fully charged while the ins was at 30%. While recharging the ins after 2 hours the ins battery got to 70% or 80% battery then said it could not recharge stating it was unable to. During call pt unlocked controller when nothing was plugged in and got the message no device found. Pt plugged the recharger telemetry module (rtm) into the controller and got the message battery low recharge the controller.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced issues during charging, specifically that the controller remained on the "checking for recharger" screen for an extended period and occasionally displayed a "battery low" alert. The patient was unable to recall the exact wording of the alert or whether it pertained to the controller or the implantable neurostimulator battery. The representative present in the clinic was unable to replicate the delay or alert during the call. The patient was advised to take a picture of the alert if it reappeared and to contact support. No patient complications have been reported as a result of this event. Patient repeated previously documented information. Patient stated that when they're trying to recharge their implant a low battery replace the controller batteries soon message displayed. Agent had the patient reset the controller and patient confirmed getting a recharging excellent quality. Patient confirmed controller battery was at 90% and implant empty "or at 20% or 10%. Patient stated that "it may work for now but tomorrow it may not". Patient confirmed no visible damage on the c ontroller and recharger. Patient commented that this is frustrating. While the patient is on hold, patient stated that a no device found screen displayed even they barely moved. Agent had the patient press recharge, then it went to the checking the recharger screen. Agent sent a request to the repair to replace the recharger. Additional information was received from a patient (pt). They reported that pt called back and got new rtm but was seeing a software problem screen 1-intellis 2-3.6 3-58 4-qf_new. Pt reset controller during the call. Pt again mentioned getting previous replacements in the past. Pt confirmed their implantable neurostimulator (ins) was charging during the call. Issue resolved. Additional information was received on 2025-aug-29. Pt called back stating they had continued recharging issues of the ins even after new rtm. This morning they were recharging the ins and the controller at 100% and was at ins 40%; the ins charging kept stopping for it stopped 4 times. It took them 2 hours to charge 4 hours. They would get excellent recharging and without moving the charging would stop and had said recharging needs attention. When they looked at the controller it showed stimulation was off where there was no way they turned it off. Agent closed case.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.